Event description:
The recipient is reportedly experiencing a displaced magnet following an MRI. Head bandaging protocol was followed. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was scheduled to undergo magnet repositioning surgery on (B)(6) 2022. However, it was noted in the operating room that the magnet had returned to its proper location without medical intervention. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.